Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a calcified and moderately tortuous subclavian vein. The f/g, sterling, mr, 3.0 x 20/135 (4f) balloon was used for predilatation. On the first inflation the balloon ruptured at ten atmospheres. The procedure was completed with a different device. The patient status is listed as good with no complications reported.